Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the low drain volume (ldv) alarm during initial drain. The homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain. If any additional relevant information is received, a follow-up report will be sent.

Event description:
During evaluation of a returned homechoice device, two increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2013 at 22:33:07. During night drain cycle one, the patient's ultrafiltration reading was 1599ml, indicating the home patient (hp) drained 1599ml more than their maximum programmed fill volume of 1900ml. No additional information is available.